Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Correction to e1 (reporter name) based on new information. Following fields are also updated: b3, e2, e3. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions allowing humidity to invaded lg lens which led to corrosion. Although customer follows correct reprocessing procedure as per omsi training/ IFU, however device could not be reprocessed by customer (including brushing) and stopped midway due to elevator issue. The cause of the reported events is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported events is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to cut on knob wire, forceps raising angle does not meet the standard value. In additional to the findings reported in describe event or problem, due to deformation of scope connector, water tightness is lost. Image guide (ig) protector had a cut. The connecting tube had a scratch. Due to damage on charge couple device (ccd) unit, the image had linear scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator wire of the duodenovideoscope was found broken while performing cleaning, disinfection and sterilization (cds) during reprocessing. The device was returned and an evaluation revealed, the inside of the light guide (lg) lens was dirty. Additionally, several parts on the scope were dirty- control unit, right/left (r/l) knob, up/down (u/d) knob and universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.